Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor rpms were erratic, the control bar was worn thin, and there was corrosion throughout the device. The motor, spring seal, control bar, thickness control shaft, eccentric shaft, reciprocating arm, machined head, neck, bearings, screws, pins, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that at unknown timing the air dermatome was broken and was not working. There was no harm or delay reported. Due diligence is complete and no additional information was available. At product evaluation investigation the motor rpms were erratic. No adverse events were reported as a result of this malfunction.